Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken ports and hanger, both of the output connectors and the hanger were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial and ventricular ports and its hanger were damaged. The generator was returned for service. There was no patient involvement.